Event description:
Pt's meter had been reading inaccurately high. Pt reported that they had been obtaining higher than normal readings in 2003, such as "236 mg/dl at 6:28 pm", "208 mg/dl at 6:50 pm" "295 mg/dl at 8:58 pm", "260 mg/dl at 9:57 pm", and "224 mg/dl at 10:21 pm". They explained that due to the higher readings they had been adjusting their insulin pump to higher doses. The blood glucose level remained relatively high the following day. They explained that they increased their insulin, until they started feeling "quite bad and exhausted". Pt reported feeling as though they were hypoglycemic and decided to test again. They obtained a "284 mg/dl" at 6:30 pm on their meter, which they believed was still very high. Pt reported feeling weak at the time of concern and decided to test with a back up meter. They obtained a "47 mg/dl" on their other brand meter and believed the reading correlated better with their symptoms. They immediately tested with the reported meter, using new strips, and obtained a "45 mg/dl". Pt reported taking sugar to treat the low blood glucose level. A control solution performed using the old test strips failed, while it passed using the new vial. The pt did not seek any medical care from a health care professional. The quality control tests and incident description, suggests that there was a test strip malfunction. The meter is being reported as an adverse event, since the pt had symptoms and readings of low blood glucose levels (45 and 47 mg/dl), while the meter was reading high and pt was treating themselves based on inaccurately high readings (284 mg/dl).